Event description:
Facility paramedics used the device to deliver defibrillator therapy to a patient. Reportedly, with the next charge complete, the device spontaneously displayed charge removed and service indicator. The operator reinintiated the defibrillator charge, but reportedly the device again displayed charge removed. The device subsequently delivered energy to the patient two additional times. Another rescue squad was on scene at this time and continued patient treatment with their defibrillator. Patient outcome was not reported but the reporter indicated patient outcome was not affected, due to continued device use and use of the back up device.